Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. In (B)(6) 2026, prior to eating, the patient self-treated with 10 units insulin based on an unspecified, but high, cgm reading. After eating, the patient suddenly seemed hypoglycemic, experienced sweating and was passing out. Just before the patient passed out, the reporter gave him orange juice. During this time, the cgm reading began going down, but no fingerstick was taken. The emergencies were called at around 06:30 ¿ 07:00 pm, and when the paramedics arrived around 15 minutes later, the patient was ¿starting to come back¿. No medications or treatment were given by ems, but the patient was taken to the hospital. No treatment was reported from the time at the hospital, and the patient stayed under observation until 03:00 am the next morning. At discharge the blood glucose reading was 157 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.